Event description:
Health professional reported an alleged "leak." The event was first noticed when the doctor was not able to withdraw the same amount of fluid as previously injected. During replacement surgery, it was found that the alleged leak occurred at the "back seal." The device was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."